Event description:
Welch allyn inflation bulb for durashock ds58 hand sphygmomanometer developed a linear crack in upper portion of rubber bulb, has been in use since january of this year. This is the second time this has happened (second device, was already replaced once). This defect was reported to welch allyn by the department manager already and she is going to call them back to ask if they want to get the defective device for their inspection. No patient or employee harm. Manufacturer response for inflation bulb for durashock ds58 hand sphygmomanometer, inflation bulb for durashock ds58 hand sphygmomanometer (per site reporter). The department manager spoke with manufacturer, no response.